Event description:
It was reported that during an elective device replacement procedure, the set screw of the device was unable to be loosened resulting in the lead being unable to disconnect from the device. The lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to remove lead was confirmed. The device was at end of life upon receipt. Analysis revealed atrial and ventricular setscrews were stripped and contained calcified blood inside the hex cavity. This calcified blood in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.